Manufacturer narrative:
D2b: product code: dsk this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that procedure was cancelled. An avvigo plus multi-modality guidance system vascular imaging was selected for use. During procedure, the external output destination and the rear monitor video output keep turning on and off. The patient was taken outside the catheter room.